Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: which firing of the device did this event occur on? - the information was not provided from the hospital. What vessel or structure was the device fired on at the time of the event? -- arteria ileocolica. Was the clip fully advanced into the jaws prior to firing? -- yes. Was there any torquing or twisting of the device present at the time of firing? -- no. Was any unexpected resistance felt while firing the trigger? -- no. Were any unexpected noises heard? If so, when? -- no. Did anything unexpected happen prior to this incident? -- no. Was the device fired after this incident in or out of the patient? -- yes.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, scissoring occurred when the device was used on the blood vessel for ligation. The incident occurred in two devices. Another device was used to complete the case. There were no adverse consequences to the patient. No devices will be returning.